Event description:
It was reported that the fluoro function on the 7700 system is not working. There was no patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monoblock (x-ray tube) and completed the generator calibration. The system was tested and found to be working as intended and placed back into service.